Event description:
Patient was implanted with tfn short nail construct on (B)(6) 2012. Routine follow up x-ray taken on (B)(6) 2012, oblique view, revealed the tip of the femur was fractured. Patient was returned to or on (B)(6) 2012 for removal of all hardware. Patient was revised to tfn long nail, blade, and two(2) locking screws. Surgeon inserted the same blade that had been explanted. Prior to insertion, scrub tech assembled and tested the instrumentation at the back table. It is reported the shoulder of the helical blade was still binding as it passed through the nail. Surgeon was aware of this binding and inserted the nail and blade without incident. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. During this evaluation, the returned devices buttress, compression nut and insertion handle, were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included an 130 degree aiming arm, part 357.366, lot 4567002, cannulated connecting screw, part 357.397, lot 4546891, trochanteric fixation nail, part 456.315, lot 6700338, helical blade, part 456.305, blade guide sleeve, part 357.369, lot 76667, helical blade coupling screw, part 357.377, lot 4818089, helical blade inserter, part 357.372, lot 5675337, and ball hex screwdriver, part 357.515, lot 4936924. The construct assembled and the helical blade aligned and passed through the tfn as intended. There were no alignment issues; therefore the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.